Event description:
When preparing the patient for surgery, a bovie pad was placed on patients left thigh. This was removed and another bovie was placed on the left calf after being shaved. The rn, registered nurse, made sure there was full contact with the bovie pad. The rnfa, registered nurse first assistant, also made sure there was full contact with the bovie pad. After the surgery the bovie pad was removed and there was a 2 1/2 inch by 2 1/2 inch red/brown area that was unraised. The outline of the whole bovie pad was apparent on the leg. Additional follow-up reveals: the esu functioned within normal limits in all the various modes and settings that staff tested. The audible alarm functioned properly and the handpiece was deactivated when the alarm was activated. The esu is believed to have been working properly. The pad placement was changed from the thigh to the calf because the physician wanted a larger area prepped. The physician wanted the patient prepped from the knees to the chest. There was not any pooling of solutions on the or table or in the area of the affected calf. The esu did not alarm during the procedure. The physician did not request an increase in power during the procedure. The surgeon appeared to have adequate cauterization during the procedure and there was nothing unusual.